Event description:
During the operation, the delta chamber was found to be broken.

Manufacturer narrative:
(B) (4). The valve was patent but did not meet the requirements for leak testing because the delta chamber had a large tear on the side as well as several smaller tears on the top. The precluded siphon and reflux testing as well as measurement of pressure flow characteristics and preimplantation testing. It was also noted that the outlet connector of the valve was bent. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All our valves are 100% tested at the time of manufacture.